Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04348.) (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented in clinic after receiving a vibratory alert, the device was found to have reached premature eri and eos. The battery longevity two weeks prior was 2.2 years. Review of records show that the battery voltage had dropped dramatically in just two days. The device was explanted and replaced, with no adverse events towards the patient.